Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a blood back event. There was no patient harm reported.

Manufacturer narrative:
Updated fields; a1, b4, g3, g6, h2, h3, h4, h6 (type of invs., invs. Findings & conclusion), h10, h11. Corrected fields; e1. The fse was able to confirm the reported issue. In order to fix the issue, the fse replaced the blood detect tubing (0008-00-0312), safety disk (0997-00-0985-01), crm (0997-00-0986-01), luer fitting (0103-00-0398-01) and purge valve assy(0104-00-0026). The unit then passed all functional and safety tests according to factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
N/a.